Manufacturer narrative:
The customer¿s report of a leak near the male luer was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damage to the components. There were no anomalies observed. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the engagement between the tubing and male luer. The root cause of the customer¿s report was due to insufficient solvent.

Manufacturer narrative:
Cont'd concomitant medical products: 10ml bd syringe ref 306502, lot 636411c, exp 2019-12-28, 0.9% nacl, therapy date (B)(6) 2017. Gtin/UDI number for item mz5307, lot 17037697 is (B)(4).. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that bi-fuse tubing was found leaking towards the end of the male luer. One side of the tubing was infusing saline with minimal blood noted in the lumen of the tubing. The other side of the tubing an unspecified cap was connected. The rn was able to flush the cap after disconnecting it from the tubing. There was no patient harm.